Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge was not detected during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Subsequently, customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot with tandem technical support. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 180 mg/dl.